Event description:
It was reported that the patient's implantable neurostimulator system did not provide symptom relief and was, subsequently, removed last month. No further details or patient outcome were provided. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 39565, lot # n168179002, implanted: (B)(6) 2008, explanted: na; extension model 3708140, lot # njb042881v, implanted: (B)(6) 2008, explanted: na; extension model 3708140, lot # njb042862v, implanted: (B)(6) 2008, explanted: na; programmer model 37743, lot # nke118378n; recharger model 37752, lot # nka119405n.